Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) unit had weak pressure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and resolved the issue by replacing the scroll compressor (0119-00-0236). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.